Event description:
It was reported that a user experienced recurrent fluctuating blood glucose levels after lunch while using the ilet and had been making frequent ¿less than meal¿ announcements, which increased bolus delivery over the past month. The user treats lows with oral glucose. Symptoms included episodes of reaching a low of 43 mg/dl and high of 243 mg/dl blood glucose. Outcomes included temporary disruption of daily activities due to glucose excursions without medical intervention or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed incorrect meal announcement practices contributing to variable glycemic control. The user was counseled on proper meal announcement and advised to perform a factory reset so the pump could relearn dosing, with additional training scheduled to address high-fat meal management. It was concluded that the cause of both hypoglycemia and hyperglycemia was unclear and related to use patterns rather than a confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.